Event description:
It was reported that the patient called with complaint that his new artificial urinary sphincter (aus) does not appear to be working. This is his second device and he is familiar with how they are supposed to work. He states that he feels like there is no fluid in the pump and it "feels squishy". He states that he is fully incontinent. He does have an appointment for follow-up with physician.